Manufacturer narrative:
Batch review performed on 10 june 2021: lot 2009653: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Another device involved: batch review performed on 10 june 2021: ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857) lot 2010463: (B)(4) items manufactured and released on 12-jan-2021. Expiration date: 2025-12-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 9 days after primary the surgeon performed a washout and revised the head and poly. The surgery was completed successfully.